Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, the patient presented with pre-op and post-op diagnosis: degenerative disc disease with spinal stenosis with lumbar kyphosis from l1-l5. She underwent the following procedures: anterior discectomy l1-l2, l2-l3, l3-l4 and l4-l5, anterior interbody fusion l1-l2, l2-l3, l3-l4 and l4-l5, interbody instrumentation using cage l1-l2, l2-l3,l3-l4 and l4-l5, autogenous local bone grafting augmented with rhbmp/2 and demineralized bony matrix , per-op notes: left-sided retroperitoneal approach was used from l1 to l5, anterolateral annulotomy at l1-l2, l2-l3, l3-l4 and l4-l5 was done, discectomy was performed, the bony endplates were decorticated. Local bone was implanted and contained within the cage with rhbmp/2 . Disc spaces were prepared and rhbmp/2 was implanted on the far lateral aspect with demineralized bony matrix in form of autologous local bone. Then, the cages were implanted into ideal position at l1-2, l2-3, l3-4 and l4-5. Then, some more autologous local bone, rhbmp/2 and also demi neralized bony matrix was added at the left lateral aspect of the interspace. The patient tolerated the procedure well. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.